Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited high thresholds and the impedance had changed from 820 ohms to 434 ohms. Fluoroscopy showed that the lead had dislodged; the lead was repositioned.